Event description:
Pt underwent liver transplant. No change in skin noted when grounding pad removed. Noted following discharge from ICU. Seeing a plastic surgeon. Hosp's contracted engineer checked machine and found no problems.